Event description:
It was reported that a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system were used. Before the procedure began a moderate posterior pericardial effusion (pe) was noted on transesophageal echocardiogram (tee). At the conclusion of the successful procedure the pre existing pe appeared consistent with what was observed before the procedure began. One hour post procedure the patient experienced symptoms of cardiac tamponade. A pericardiocentesis was performed. The patient recovered and was discharged the following day.